Manufacturer narrative:
The reported event of an inability to interrogate the device resulting in a programmer crash was confirmed. Based on the information provided and reviewed by abbott engineering, it was determined a programmer software anomaly was the cause of the programmer crash. No malfunction was suspected on the implanted device.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the implantable cardiac monitor (icm), the device exhibited an error message and a bluetooth low energy (ble) telemetry issue. No intervention was reported. The patient had no adverse consequences.